Manufacturer narrative:
The reagent lot number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 assay results for two patient samples tested on a cobas 8000 c 702 module. Sample 1: the initial result was 92 umol/l. The repeat result on another module was 184 umol/l. Sample 2: the initial result was 89 umol/l. The repeat result on another module was 159 umol/l.

Manufacturer narrative:
The field service engineer (fse) observed that the ultrasonic mixer was higher than expected and was adjusted by the fse. The positions of the reagent probes were slightly adjusted as well. The higher cv of the glucose and the frequent sampling alarms observed by lch are all indicators of poor sample quality. A checklist was provided to collect data for further analysis, but no information was received. The pre-analytical issues can not be excluded. The investigation determined that the service actions resolved the issue. The root cause was determined to be related to hardware as well as the pre-analytics.